Manufacturer narrative:
Device expiration date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available no further investigation required. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 unspecified bd syringes experienced the needle and syringe cannot/difficult to connect -leakage, which was noted during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the customer had a difficult time screwing the needle onto the syringe resulting in insulin leaking out of the hub. Verbatim: verbatim: description of issue: (1) customer had a hard time screwing the needle onto the syringe. (2) customer reported insulin leaking out of orange hub component of needle. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. What was your bg reading at the time of this event? 120 mg/dl. Item number: customer is unsure. Product lot number: 9029658. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue".